Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation. This is the same pt/event as MFR # 9616680-2010-00675.

Event description:
It was reported that pt complained of squeaking. Reported to surgeon on (B)(6) 2009.